Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: product type lead product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
The consumer reported via the manufacturer representative that both leads migrated down. The right lead was halfway out of the epidural space and the left lead was completely out of the epidural space. During a post-op follow-up the patient stated that stimulation had changed and was not giving good coverage. After attempting to program an x-ray was taken and lead migration was confirmed. An impedance check was also done. A revision surgery was planned for (B)(6) 2015. The implanted products were not providing any therapy. The patient stated that she did fall, but it was not known when the leads moved. The indication for use was spinal pain. If additional information is received a follow-up report will be sent.